Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient programmer or charger would not communicate with the ipg. The charger displayed yellow and a communication error message showed with the patient programmer. The patient last recharged two weeks ago and lost stimulation on (B)(6) 2014. It was further reported the sjm representative met with the patient and confirmed communication could not be established with the ipg when using the patient programmer or charger. The patient plans to schedule an appointment with her physician in the near future.